Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller stated that, approximately, in (B)(6) of 2015, while on insulin pump therapy, the customer had some low blood glucose events. The caller stated that these incidents of low blood glucose were because the customer was not eating due to her cancer. The customer disconnected the insulin pump. The caller stated that the customer passed away on (B)(6) 2015, in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was endometrial cancer. The caller did not know the customer's blood glucose at the time of death. The caller stated that, while in the hospital, before passing, the customer's blood glucose was above 40 mg/dl. The customer was not wearing the insulin pump at the time of death; it had been disconnected six to eight weeks prior to passing. The insulin pump is no longer available for return.